Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that, the pt has recently begun experiencing drops in his hearing levels with his device, as well as intermittent static and popping sensations. All external equipment has been exchanged but without success. The clinic has decided to proceed with revision surgery, although we are unaware of any date that may have been scheduled as of yet.